Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting from tandem technical support. No additional information was provided.